Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the delivery system inner tubing was kinked/buckled. The delivery system outer shaft was kinked/buckled. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. The analyst that he inner shaft is kinked at 1.5 cm from the distal end of the recapture cone. The outer shaft is kink/buckled at 3 cm from the distal end of the delivery system. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during during the initial flush of the leadless implantable pulse generator (ipg) delivery catheter, the physician tried to pull the device back into the cup, but the device did not pull back into the cup fully. It was attempted to pull out the tether and flush a few times and retry to pull back in. Eventually, it worked, but then the delivery system was introducing air during aspiration. The leadless ipg was not used and was replaced. No patient complications have been reported as a result of this event.